Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system did not start up. Upon troubleshooting, the fse observed that the pcb (printed circuit board) ny15 in the m-cabinet intermittently failed to communicate with the system during startup, preventing the system from starting properly and displaying an error with low load fluoro. To resolve the issue, the fse replaced the pdu (power distribution unit) control module. The defective pdu control module was returned to philips for failure analysis, and the cause of the pdu control module failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the pdu control module by the field service engineer has resolved the reported issue and restored the functionality of the system. System. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.